Event description:
Reporter stated that a comparison between his surestep meter and a health care professional meter was 230 mg/dl (ss) and 123 mg/dl hcp, respectively (87% difference). No symptoms were reported. There was no allegation of harm.